Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a plum 360 infusion pump on the critical care unit that the customer reported the vasopressin infusion bag was empty earlier than anticipated. A safety check for intravenous (IV) pump and IV meds completed at the start of the shift. The volume for vasopressin on the pump was left to infuse to read 167 ml which seemed consistent to remaining volume in medication bag. The vasopressin infusion was programmed at 4 units/hr, 11.4 ml/hr. At 2200 the nurse noticed the vasopressin bag only had a small amount of medication in it. Additionally, it was reported there was some fluid on the floor where the IV pumps were and it was thought the bag was pierced wrong from the day shift and the medication leaked on the floor. New intravenous (IV) tubing was primed and set up with a new bag of vasopressin. Later the next morning around 0400 the nurse noticed the vasopressin bag was almost finished. There was no fluid seen on the floor. The customer stated they suspect the pump was delivering more mediation than programmed in the pump. There was patient involvement, however, no report of patient injury, no medical intervention was required, and no intubation was necessary.

Manufacturer narrative:
The device was received for evaluation. Both the mednet event/alarm log report and also the pump logs for this time period finding the infused correctly as programmed over both referenced infusions. The complaint about "volume accuracy" wasn't confirmed during the pci. Also ran the customer set up which was the following: the infusion the customer ran was: cca = crcu medication = vasopressin (100 iu / 285 ml concentration), bag size = unknown, but presumable 250 ml. Programmed infusion: infusing on line a therapy type = basic delivery mode = continuous dose = 4 iu/hr vtbi = 250 ml pump auto-calculated rate = 11.4 ml/hr pump auto-calculated druation = 21:55 hrs pump settings include: distal pressure limit = 10.0 psi proximal pressure limit = 12.0 psi started the pump at 8:30 am dec. 20th and stopped the pump at 7:00 am dec.21st. The device read 256ml which matched the volume in our graduated cylinder. The pump passed all testing. The pump logs are consistent with correct and normal pump behavior within design tolerances. The complaint could not be confirmed. The probable cause for the issue could not be determined.

Manufacturer narrative:
The device was returned for evaluation. Investigation is pending.

Event description:
The customer reported the vasopressin infusion was to run approximately 23 hours and approximately 190 ml was expected to be left in the container of medication. The vasopressin bags are 250ml bags and accounting for the overfill closer to 260ml. There was no possible programming error according to the pump log.